Event description:
Instant hot pack was being squeezed by staff to activate the hot pack and it exploded splashing an employee in face, eyes and upper chest. Employee's eyes were rinsed and was then sent to ER for further evaluation. Dates of use: 2008. Diagnosis or reason for use: to be applied for treatment to a resident.